Manufacturer narrative:
During on-site investigation it was concluded that the reported pre-use check failures were caused by a faulty pressure transducer printed circuit board (pcb). A repair was recommended but no confirmation of done repair has been received and no part has been returned for investigation. A faulty pressure transducer pcb may lead to higher or lower pressure than set and to higher or lower peep (positive end expiratory pressure) than set, depending on if it is mounted as inspiratory or expiratory pressure transducer. Alarms would be generated if the set alarms limits are exceeded. If the failure is present it would be detected during pre-use check. However since no logs were received and the pcb was not returned for investigation, the root cause of the reported failures cannot be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during the pre-use check. There was no patient involvement. (B)(4).